Event description:
It was reported that the patient experienced chest pain. It was reported that presenting electrograms (egm) shows a single ventricular beat that was undersensed. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.